Manufacturer narrative:
(B)(4). D10: cat# 139264 lot# 415660 m2a-magnum 52-60mm tpr insrt-6. Cat# 11-104111 lot# 969430 mlry-hd por fmrl 11x160mm. Proposed component code: mechanical (g04) - head. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient had an initial right total hip arthroplasty. Subsequently, began to develop increasing pain and elevated metal ions and underwent a revision approximately 8 years post-implantation. During the revision, encountered evidence of wear debris and possible metallosis. The head was revised and all other implants were retained. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were, update/corrected. Updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. Revision op note, postop dx: painful tha with query metallosis, presented two years ago with increasing hip pain, negative for infection, elevated serious cobalt and chromium levels, general anesthesia, lateral approach, evidence of wear debris and ¿possible metallosis but I must say it was not overwelming¿, shell in good condition, may have been slightly neutral but ¿not in terrible position.¿ well fixed and retained, stem well fixed and retained, no complications, post-op: limit active abduction x 4 weeks. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.